Event description:
It was reported that during treatment with an ak 98 machine, the patient experienced dizziness, fever, profuse sweating, and an undetectable blood pressure. The patient was administered 300 ml of blood and the blood pressure was measured at 67/52 mmhg. The patient then received 200 ml of intravenous fluid and the blood pressure was 84/50 mmhg. The machine displayed an ultrafiltration reading of 3.8kg; however, it was determined that the actual fluid loss was 4.5kg, (treatment was associated with 0.7 kg of excessive ultrafiltration). The patient was instructed to take oral glucose and drink plenty of water for rehydration. No further complaints were received from the patient. No additional information provided.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition was not verified. The cause of the condition could not be determined. The accuracy of the ultrafiltration control unit is checked 5 minutes after start and then every 30 minutes during the treatment. If the current uf rate differs more than 20 % from the initially calculated uf rate an alarm will be generated to notify the user, who needs to take appropriate action. It is unknown if alarm was triggered. No service details provided. The alleged incorrect uf is not product related; the cause of the event could have been an incorrect weight/calculation error or food/drink intake/outtake recording. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.